Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information indicated that the patient's symptoms (pain and muscle tightens) intermittently worsens then improves. The managing physician believed there may be a system failure. A catheter dye study was performed and was normal, the pump logs were read pre-op and a motor stall and recovery was noted on the day that the patient had an MRI (magnetic resonance image). The motor stall occurred on (B)(6) 2015 at 11:16 and recovered on (B)(6) 2015 at 12:01. Estimated elective replacement indicator was 33 months out. The catheter was cut at the spinal site and very good csf (cerebrospinal fluid) flow was noted. The catheter was tied off and left in place to avoid a spinal headache. A new catheter was placed along with a new pump. It was unknown why the patient experienced the worsening symptoms since the pump and catheter appeared to be functioning. The pump was used to deliver baclofen 2000mcg/ml at a dose of 552mcg/day, dilaudid 4.2mg/ml at a dose of 1.15mg/day. At the time of the event the patient was also taking prn - baclofen, hydromorphone, diazepam, synthroid, protonix. The patient's past medical history included a total brain injury in 2000 resulting in chronic left foot and leg pain as well as drop foot, gerd and hypothyroidism. It was unknown if the issue resolved; however, the p atient's status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter . (B)(4).

Event description:
Information was from a company representative (rep) via a consumer regarding a patient receiving intrathecal baclofen and dilaudid (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history was not reported. In november of 2011, the got a new pump that was connected to the original implanted 8709 catheter (implanted (B)(6) 2001). Her original pump implant was also in (B)(6) 2001. Immediately, she was not getting adequate therapy and it was revised with a sc revision kit.(refer to manufacture report # 3004209178-2015-18374) the patient got adequate therapy for approximately 6 months followed by two weeks of withdrawal symptoms and then therapy resumed. This cycle had been on-going. The frequency or the length of time between was unknown. She went for a dye study twice and both concurred that the catheter was patent and delivering. Her physician was recommending a pump replacement first and if the problem persisted, a catheter replacement. The surgeon only did pump replacements and not a catheter replacement. Additional information has been requested, but was not available as of the date of this report. (B)(6) 20145- additional information was received from a nurse who's clinic does surgical cases for the managing physician. It was reported she was called by the managing physician's office and the patient needed a pump and catheter replacement. The nurse needed further history as it related to the case and the fact they do not have prior authorization to do this. The patient was redirected to the managing physician for more history. The pump's indication for use (IFU) was listed as head/brain injury and intractable spasticity. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8578 revealed sc connector coring-tears-cuts in seal, possibly caused occlusion, not misaligned. Analysis of the 8709 catheter revealed no significant anomaly miscellaneous acceptable testing, catheter incomplete, returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.